Event description:
It was reported that pericardial effusion was observed via x-ray. Per physician, the event was procedure related. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.